Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Investigation results: dlh 03-29-2023. W2h reg,needle valve,hp flow cntrl damaged. Water control knob on the handpiece cable is damaged causing poor water flow. Connector on the bracket board is cracked. Batteries for foot control are depleted. Cracked pointer on powder bowl cap. Dirty water filter. Worn nozzle grip and tubing. Will replace all damaged and worn components, recalibrate to factory specs and clean unit upon customer approval. Serious complaint, hand written note stating handpiece getting warm.

Event description:
While using a g137 cavitron jet plus, they allege that they had poor water flow and handpiece was getting warm. No injury resulted.